Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported is not receiving effective stimulation. The sjm representative met with the patient and interrogated the system and lead diagnostics revealed multiple contacts showed impedances > 5000 and were not usable. Reprogramming was unable to resolve the issue. Follow up information identified surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove the entire scs system.

Manufacturer narrative:
Results: the complaint for ineffective stimulation/ high impedance was confirmed for the returned products. One of the penta tails (1 through 8) had kink with all internal wires broken; consistent with overstress condition the lead body was subjected while in patient body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.